Manufacturer narrative:
Reported to the FDA on (B)(6) 2011.

Event description:
Reported by the complainant as follows: after 24 hours of the introduction of the device, the pt had anal haemorrhage. Colonoscopy result: ulcers on mucous tissue, bleeding, rectal ischaemia. After that the pt had a massive haemorrhage and expired. The event is deemed serious as the sequence of events that occurred after the rectal hemorrhage eventually lead to the pt's death. From a clinical perspective, a causal relationship between the device and this event is deemed possible because it had been in use at the time the bleeding occurred and just prior to the gi mucosal ulcers were diagnosed.